Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, intermittent vibration on the g6 mobile app occurred. Data was provided for evaluation however data will not confirm the issue. The complaint confirmation of a intermittent vibration on the g6 mobile app could not be determined. A probable cause could not be determined. No additional patient or event information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.